Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00127. It was reported that rotawire fracture occurred. A 1.50mm rotalink¿ plus and rotawire were selected for use. During preparation, it was noted that the rotawire broke at the tip of the burr. A new wire was used but would not load onto the burr. No patient complications were reported.